Manufacturer narrative:
Clinical investigation: there is a likely temporal relationship between ccpd therapy utilizing the liberty cycler, and the patient¿s adverse event of low blood pressure (hypotension) which warranted hospitalization. The etiology of the patient¿s event of low blood pressure is unknown; therefore causality cannot fully be established. However, the pdrn reported the patient is frequently non-compliant with their pd prescription and misses exchanges. It is known that non-compliance to pd therapy directly affects its efficacy. Therefore, based on the information available, there is no objective evidence that indicates the liberty cycler malfunctioned or did not meet performance expectations causing or contributing to the patient¿s adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018 during follow-up on a separate event, the peritoneal dialysis registered nurse (pdrn) reported this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for low blood pressure (details unknown) on (B)(6) 2018 (discharge date unknown). The pdrn stated the patient is non-compliant with their pd therapy, and frequently misses exchanges (details unknown). Additionally, the pdrn stated the patient had been in and out of the hospital due to multiple comorbidities. The hospital course and discharge disposition of the patient is unknown. It is also unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found 3 complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.